Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed a false pause episode due to loss of contact with electrodes. Patient was stable throughout episode.

Event description:
New information states that the device was explanted for an upgrade to a pacemaker. The patient was stable.